Event description:
During ptca with stent placement procedure, guidewire and balloon has crossed lesion. When attempting to remove guidewire broke inside balloon catheter. Catheter and guidewire removed. Procedure restarted with same type of guidewire. When attempting to exchange guidewire, tip separated from main guidewire and was unable to be retrieved.